Manufacturer narrative:
State, diegem. Synthes mitek rep. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the resistance value of the keypad of the hand control set was out of specifications. Also the protective conductor resistance (earth resistance) of the motor cable was out of tolerance. The keypad was also found to be not responding properly. The motor cable and the hand control set were replaced to correct the identified failures. The device was cleaned, repaired and found to be fully functional. Given the information provided we cannot discern a definitive root cause for the identified failures. A manufacturing record evaluation was performed for the finished device lot/serial number 1141m3255, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: it was reported that the maintenance / complaint escalated from wo.the defect was identified during a service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test. This complaint is for one (1) tornado micro handpiece with buttons this report is 1 of 1 for (B)(4).